Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: migration and malposition.

Event description:
Healthcare professional reported through national breast implant registry "device migration/implant malposition" and "change shape/size/style". Later healthcare professional reported "laxity of the pocket with inferiolateral stretch/migration". This record is for the left side. The device was explanted.